Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 36 and 48 hours. The adhesive completely separated from the (abdomen) causing the cannula to dislodge. A new pod was successfully applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The pod was returned with the adhesive pad attached to the bottom housing. Inspection of the adhesive pad and the adhesive welds found no issues that would contribute to the reported event. The exact cause of the reported event could not be determined. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone14.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.